Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery (rca). The 2.75 x 33 mm xience alpine stent was implanted in the proximal rca. Post dilatation was performed and decreased blood flow was noted in the distal posterolateral artery, likely due to thrombus embolization. No treatment was provided. Per physician, the event is not related to the implanted stent, but is related to the stenting procedure. The patient is doing well, with no chest pain or other symptoms. No additional information was provided.